Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827

Event description:
It was reported patient underwent a revision procedure post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.